Event description:
A malfunction with the code "malf 12" was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact them if the issue resurfaced.